Manufacturer narrative:
(B)(4). Date sent: 2/23/2022. Investigation summary: the product was returned for evaluation. Visual inspection were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with the jaw broken. In addition, the jaw was returned inside a petri dish. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch # v9606j. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device is received at a later date, a supplemental medwatch will be sent. Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows the el5ml with one jaw broken. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not yet returned our evaluation is limited. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, one side of the jaws was broken off. It is unknown when it was broken. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.